Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was displaying varying pacing impedance and threshold measurements. There are no sensing issues.